Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. One (1) sample was received from in used conditions, without original packaging and with its certificate of safe handling. Samples were filled with 5 cubic centimeters (cc) of air according to procedures to see if there was any functional problem. When the sample was inflated with air, the cuff only inflated one side. According to the instructions for use, the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely and symmetrically, based on analysis the complaint is not confirmed. The sample successfully passed functional test. Root cause could not be determined since the sample successfully passed functional test. No corrective actions were taken since the complaint was not confirmed.

Event description:
It was reported that during pre-test, the cuff did not inflate. No patient injury was reported.